Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: the keypad was cut and torn between the ok and contrast buttons. The contrast button was unresponsive and the others were intermittently unresponsive. Contamination was found on all of the button contacts. The contrast contact was missing. Unrelated to the keypad, the display screen was dim and discolored. The battery compartment was cracked. The battery cap top was worn.